Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the enclosure failed load box testing and that the indicator was off.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the voltage of j2 on the power conversion board was not to specifications. No additional information was provided. The suspect power conversion board has not been replaced. Therefore, it has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system was displaying a generator error when starting up. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was previously reported that the event occurred during servicing. The system was not serviced, as this issue occurred during system set-up at the time of delivery. No service was performed on the imaging system.

Event description:
Correction: event was reported and recognized during system set-up at the time of system delivery.

Manufacturer narrative:
Correction: aware date of supplemental report 2 inadvertently filed as (B)(6) 2017. Reported aware date should have been (B)(6) 2018.